Event description:
During the stenting of a lesion located in the right superficial femoral artery, the product became stuck on the guidewire when being advanced toward the lesion. Therefore the device and the guidewire were removed from the patient as a unit. The age and gender of the patient is unk. The vessel had moderate calcification, moderate tortuosity and 100% stenosis. The product was properly inspected and prepped prior to insertion. The physician used a contralateral approach to access the patient. A constant flush was maintained throughout the procedure. There was no difficulty to access the lesion with the guidewire. When advancing the stent delivery system (sds) over the guidewire there was a resistance and the sds became stuck on the wire. Therefore both products were removed from the patient, simultaneously, a new guidewire was inserted, and another sds was used to successfully complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.